Manufacturer narrative:
The root cause is linked to the size of the needle gauge being the thinnest needle for an insulin syringe. Due to the small inner diameter of the 0.25g, if using a viscous medication the result of inject will increase. No trending abnormalities detected.

Event description:
End user reports difficulty drawing and dispensing novolin insulin from member's mark insulin syringes item number 731165 lot 58061. End user describes the insulin syringes as clogged and "feels as though he will break the plunger trying to draw up the dosage".

Manufacturer narrative:
Initial trend analysis for lot 58061 was conducted, no malfunctions were found. This is the only complaint for lot 58061. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports difficulty drawing and dispensing novolin insulin from member's mark insulin syringes item number 731165 lot 58061. End user describes the insulin syringes as clogged and "feels as though he will break the plunger trying to draw up the dosage".